Event description:
It was reported the pt is feeling fatigue and weakness in her arms when the stimulation is on. The pt also stated she has sensitivity at the lead incision site. Reprogramming may be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.